Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor errors. Customer¿s blood glucose was unknown. Customer stated that insulin pump had cracks on casing, rejects batteries, unexplained no delivery alerts and insulin pump was louder when rewinding. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind or noise anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).